Event description:
During an unspecified procedure, the shaft of the catheter broke after use, outside of the pt. The maverick2 monorail balloon was used for pre-dilation. It was inflated 4 times to 10 atm in mid lad lesion. After pre-dilation the maverick2 monorail balloon was removed as the lesion was well-prepared for stent implantation. The nurse organized the balloon catheter in 2-3 loops. When the loops were unwound for use again, it was noted that there was a "micro loop" in the catheter. In an attempt to loosen up the micro-loop without much force, the catheter shaft broken into 2 pieces. The location was about 1/3 of the total catheter length from the hub. It happened about 10 to 15 minutes since the balloon catheter was unpacked. The procedure went on smoothly with a new balloon of the same model & size to access the side branch of the stented lad segment. No pt injuries or complications were reported. Pt status is listed as "satisfactory".